Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump(iabp) touchscreen was not responding. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.